Manufacturer narrative:
(B)(4). Batch #m91w5d. The device was received with the jaws closed, half way fired and with a little piece of tissue between the jaws. In addition, the energy button was detached not returned. It is likely that the button was dislodged during transit. Upon visual inspection it was observed that the jaws could not be open due to the I-blade was half way fire and the I-blade could not be retracted to home position, therefore, it was note that the I-blade was broken at the articulation area causing that the I-blade could not retracted and that the jaws were unable to open and close. A test button was reattached and the device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Event description:
It was reported that during a gyn procedure, the jaws were stuck closed on the device. They were able to complete the procedure with a second instrument with no patient consequence.